Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Patient reported she fell many, many times. The first fall was at end of 2016 and ever since then ins is bothering her. It just feels that there is something wrong there. After that fall, she had like 3-4 more falls in 2017. Also, since that first fall stim was kind of not working. It kind of worked for the legs, but did not help her back. Due to those issues, patient stopped charging and ins went into overdischarge. Patient could not remember exactly when it was, she says her memory is not great, she has neurological problems. Patient then confirmed it was in 2016. Patient reports her second overdischarge was in 2017. The rep came out and jump started it. The rep told her they would not be able to do it a 3rd time. Patient wanted to know if there is any nickel in her ins. Reviewed not in ins but there is nickel alloy in her lead on the connector that goes in ins. Patient reported a third overdischarge. Patient does not remember exactly but thinks it was since 2017, maybe beginning of 2018, she has not been able to connect and charge. Patient repeated she stopped using and charging because she thought there was something wrong with her ins. Caller was redirected to the healthcare provider (hcp) and listings were provided over the phone.